Manufacturer narrative:
The investigation did not identify a product issue. The observed discrepancy is likely due to a low level sample for influenza a. Additionally, of note is the unknown collection kit in use. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. The approved on-label collection kits have been tested and confirmed to be compatible with the cobas® sars-cov-2 and influenza a/b assay. Validated collection media kits for each specimen type can be found in the method sheet and are recommended for optimal performance of the assay. B6 updated to the correct assay used to test the recollected sample on (B)(6) 2023. B5 updated to the correct assay and target results for the recollected sample.

Event description:
The alleged sample initially generated a negative result for all targets (sars-cov-2 and influenza a and b). The same sample was retested on the same cobas liat using the cobas® influenza a/b and rsv assay which yielded a positive result for influenza a (influenza b and rsv negative). A new sample was recollected and tested on the same cobas liat and generated a negative result for all targets using the cobas® influenza a/b and rsv assay.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua(B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for all targets (sars-cov-2 and influenza a & b). The same sample was retested on the same cobas liat using the cobas® influenza a/b & rsv assay which yielded a positive result for influenza a. A new sample was recollected and tested on the same cobas liat and generated a negative result for all targets (sars-cov-2 and influenza a & b). Unknown if the results were reported or not. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.